Manufacturer narrative:
As the used sample was retained by the hospital a device analysis was unable to be performed. Although no lot number was provided, a shipping history was performed to identify the last 3 lots shipped to the customer prior the reporting date. A device history review performed on these lots confirmed that the lots met all material, assembly and performance specifications. A review of the complaint report for the previous 3 months does not indicate an adverse trend for the issue of "air bubbles" in kits. Although the root cause of the reported event is unable to be determined, the dfu packaged with this product does caution the user : "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur.

Event description:
As reported by customer, during an angiographic procedure, air was noted to be in the tubing of a closed system (waste bag/fluid delivery set) which is attached to a manifold in a convenience kit. This fluid delivery set is not attached to a fluid source by the customer; they use another set for that purpose. They believe that they may have drawn air into the system via this unused spike. An air embolism was noted on the film, however there was no pt injury. The used device was retained by the hospital and will not be returned.